Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock during a patient event. The customer also advised that the device was unable to monitor the patient's ECG rhythm. Without this functionality the need for defibrillation therapy could not be determined. The device was swapped out with another device. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock during a patient event. The customer also advised that the device was unable to monitor the patient's ECG rhythm. Without this functionality the need for defibrillation therapy could not be determined. The device was swapped out with another device. This issue is patient related; however there was no adverse patient outcome reported by the customer.